Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia and hypoglycemia. Customer stated that retainer ring was missing. The customer's high blood glucose level was 500 mg/dl and low blood glucose level was 34 mg/dl. The customer was declined troubleshooting the issue since the insulin pump was being replaced. Customer stated that her son did not use the auto mode feature. They had been working with the health care professional, but all settings did not resolve the issue. The insulin pump will not be returned for analysis.